Event description:
It was reported the patient's ipg ((B)(6)) will not communicate with the external devices. An error message displays on the patient programmer. Troubleshooting was attempted to no avail. Subsequently, the device was deemed inoperable. Surgical intervention was undertaken, explanting and replacing the ipg. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.